Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.0.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was transported by the ambulance to the emergency room and had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. The needle deployed and the cannula did insert into the skin, but the pink slide did not move forward, indicating a needle mechanism failure. Symptoms reported include the patient not being able to move their arms or legs. The patient was treated with insulin with no specific routes of administration. The patient was released on (B)(6) 2025. The pod was removed at the hospital.